Event description:
Healthcare professional reported approximately 2 months after injection to both cheeks with juvederm voluma with lidocaine pt was injected to the peribuccal folds with juvederm volbella with lidocaine with concomitant injection to the pre-jowl and chin with juvederm voluma with lidocaine. Approximately 7 months later pt developed induration in the peribuccal site and upper lip. Pt was treated with hyluronidase and symptoms improved. One week later pt developed induration in the chin and malar sites and the chin swelled up to twice its normal size. The induration on the lip gave the appearance of a "duck lip" and nodules appeared on the chin. Pt was treated with ciprofloxacin and prednisone.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of induration, swelling, and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.